Event description:
The easy touch syringe barrels luer lock 20 ml syringe is not accurate. Twenty ml of swfi fills up the barrel to the 19 ml mark on the syringe barrel. This was tested with bd syringes (10, 20, and 30 ml).